Event description:
The customer observed a (B)(6) result for one pregnant patient on the architect i2000sr analyzer. The following data was provided: (B)(6), repeated on another device (s/n: (B)(4), lot 30214li00) as (B)(4). The sample repeated as (B)(6). After switching the reagents, the technician calibrated reagent 30214li00 on s/n: (B)(4) and ran the controls and the sample, the result was (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).